Event description:
The customer was receiving multiple error codes l3-002, and two different probes were used to troubleshoot. The recommendation to ship the st holster in for evaluation of the green cable breakdown. The breast biopsy was rescheduled. The patient was not on the table. No patient consequences.